Event description:
Product specialist contacted the patient for product use follow-up and spoke with the patient's wife. Patient's wife explained he was in the hospital recovering from a uti. She stated they are unsure how the infection happened and that it took three antibiotics to resolve. Patient was a new user and has stopped using ml while in the hospital. She stated he doesn't have a history of uti. Patient's wife was unable to provide a lot number of the product.

Manufacturer narrative:
Patient's wife was unable to supply a lot number or further product use information, so manufacturing records were unable to be reviewed for any discrepancies or nonconformances associated with the device used. Patient was a new user. Product specialist requested doctor's notes from the hospital patient was treated at. Notes were received on 12/09/2025. Hospital notes mention patient was admitted on (B)(6) 2025, the uti, and patient history of urinary incontinence, parkinson's, and chronic kidney disease. Patient was discharged from the hospital. Patient's wife was unable to detail how the patient was using the device. This is a risk management expected event as incontinence patients are at a higher risk for infection. There is no indication that the device failed to meet specifications or malfunctioned. There is no confirmed history of infection related to our product. There is no indication that the reported infection was at all permanent or impairing. As a show of an abundance of caution, the complaint is being reported.